Event description:
It was reported that this right ventricular lead exhibited high pacing threshold. The physician elected to explant the lead and replace it. No additional adverse patient effects were reported.